Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer received one patient sample with sodium result of 132 mmol/l. The sample gave 140 mmol/l when repeated on same analyzer. Same sample recovered 136 mmol/l when repeated on a different i800 analyzer, this result was reported to the physician. Sodium electrode lot # was not provided. The field service representative suspected ise tubing to be the cause and he replaced the tubing. The field service representative ran perfomance tests, qc and patient samples to verify analyzer operation.